Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to load a new cartridge onto the pump due to repeatedly receiving a message stating that the cartridge cannot be used and to replace with a new cartridge. Reportedly, customer had tried to load multiple cartridge onto the pump, but was unsuccessful. Troubleshooting with tandem technical support was performed and the cartridge was successfully loaded. There was no impact to customer's blood glucose level.